Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. To resolve the issue, the customer simply resumed their insulin without changing out supplies, and they were transferred for additional assistance due to frequent occlusion problems.